Event description:
It was reported that four days post operatively, the patient presented with a leak. This was an (B)(6) female patient with fecal cancer. The patient was reopened and a leak was noted in the middle of the staple line. The staple line was oversewed. The patient went downhill after this and died approximately 40 days later. The hospital indicated that the cause of death was respiratory problems; however, it was reported the dealth would not have occurred if there had been no post operative complications. No device will be returned.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: .this was a fecal cancer patient. .the patient presented 4 days post operatively with a leak. During the reoperation, leakage was noted in the middle of the staple line. The staple line was over sewed. The original surgery went very well and nothing unusual was noted during surgery. The tlc75 was used to fire across the bowel and then a tl90 was used to complete the surgery. Post operatively, the patient was fine for the first four days and then went downhill. The patient died approximately 40 days later. What device was used for the proximal and distal transaction of the bowel? Proximal unk and distal unk. What colour was the reload used? Proximal unk and distal unk. Does the surgeon normally use a purse string technique? Unk. Did the surgeon use a purse string technique in this procedure? Unk. Was buttressing material used? Unk. Was the instrument fired across or near existing staple line(s) or clip(s)? Unk. Was there any difficulty removing the device from tissue? Unk. What were the indications for surgery? Unk. Does the patient have any relevant history of surgical treatments? Unk. What are the surgeon's pre-op and post-op regiment? Unk. Did someone other than the primary surgeon fire the device? Unk. Was there a recent conversion to ees devices in this account /surgeon? No. The patient had colorectal cancer. The surgeon has been using this device for approximately 20 years. The account has been using the device for approximately 11 years. Can the lot number be obtained? Not recorded. After this experience the hospital is beginning to record lot numbers in the surgical notes. Name of procedure? Laparoscopic assisted right hemi-colectomy. Date of initial procedure? (B)(6) 2011. On what tissue type was the device used? Distal small bowel, ileum and transverse colon. The tissue being stapled appeared pink and healthy. What location on the tissue was being stapled? On which firing(s) did this event occur (1st, 2nd, 12th, etc the surgeon did three firings using the tlc75. 1st: to divide ileum (terminal); 2nd mid transverse colon; 3rd create side to side anastomosis. What colour cartridge was being used? Blue in all firings. What other colour cartridges were used before and after this event? N/a. Was the handle closed completely before firing? Yes ¿ says he is meticulous about following correct steps. Was buttressing material used? No. Was the instrument fired across or near existing staple line(s) or clip(s)? No. Were any unexpected noises heard? No. Were any of the forces higher or lower than expected (closing, opening or firing)? No if yes, please explain: did any part of the instrument break-off from the device? No. Was there any difficulty removing the device from tissue? If yes, please explain how device was removed. No. What other devices were used during the initial procedure? Tl60 to close enterotomy. What was the condition of the patient post-operatively: stable, discharged, critical. Please explain? Stable. The surgeon said this procedure went superbly, it was perfect. Dr. (B)(6) (relatively new surgeon) did the reoperation, not dr. (B)(6). What symptoms did the patient have that indicated a leak? (B)(6), the patient developed abdominal pain, her white blood count dropped to 2.5. An x-ray was done and there was air under the diaphragm, that had not been there during the initial surgery, therefore the patient was taken to the or. When was leakage discovered? What was done to manage the leakage? During the reoperation, the anastomosis was taken apart, the patient was given an ileostomy and they found a mucous fistula. There was no sepsis. The patient never developed sepsis post operatively. If the leak occurred post operatively, did the patient receive a reoperation? Date? See above. Describe what was seen during the reoperation including: where was the leakage noted? Middle of tlc75 staple line, unk which staple line. Were staples visible? Unknown, dr. (B)(6) was not present. Describe shape of staples? Unknown, dr. (B)(6) was not present. What was the appearance of the staple line? Unknown, dr. (B)(6) was not present. Was it confirmed that the leak was from the tlc staple line and not the tl staple line? Yes it was confirmed. Were any photos taken? No if yes, can we obtain copies? No. What was the condition of the patient following the 2nd procedure: stable, discharged, critical. Please explain? Patient went downhill after the surgery. If was stated that the patient went "downhill." Can you please explain what happened to the patient? Could not be weaned from the ventilator. Non-identifying patient demographics - age, sex, weight, height. (B)(6), dob not available. Approximately (B)(6) in height; weight approximately (B)(6). What type of cancer did the patient have? Stage 3 colon cancer, with lymphoma. Did the patient have any relevant history of surgical treatments? No. Had the patient recently received radiation or chemotherapy? No. On what date did the patient die? 31 days after the initial procedure. Was an autopsy performed? If yes, what was the cause of death stated in the autopsy? If yes, can we obtain a copy? Does not think so. If the patient expired due to respiratory issues, how did the post-op leak contribute to those issues? Because the patient had to be reoperated and put on a ventilator, this caused additional stress to patient, which eventually led to her death as the result of respiratory problems. Did the patient have a history of respiratory issues? If so, please explain. No specifically. The rep met with dr. (B)(6) who did the post operative repair. Aside from stating that the leak was in the middle of the staple line, he could not remember anything other details - he could not provide more explanation. He put a suture where the leak was and then resected the whole area. The complaint could not be confirmed because no device was returned for analysis. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformances. Complaint information is trended on a regular basis to determine if further investigation is warranted.